Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that problem resolved by reservoir change. The customer¿s blood glucose level was 509 mg/dl at the time of the incident. The customer¿s current blood glucose level was 349 mg/dl. Customer stated that they experienced nausea vomiting difficulty breathing anxiety and thirst due to high blood glucose. The device will not be returned for analysis.